Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in this lot. Additional information was requested by phone, fax and mail on 03/06/2012 and 03/21/2012. A completed questionnaire was received on 03/23/2012. (B)(4).

Event description:
A surgeon reported a patient with an unexpected outcome following intraocular lens (iol) implant surgery due to lens being off axis. Additional information was received, from the surgeon, who stated the patient reports blurry vision (corrected and uncorrected) with mild intermittent monocular diplopia. The event continues and has not resolved. The iol is in the posterior capsular bag and no posterior capsular opacity was observed.